Manufacturer narrative:
(B)(4). Device evaluation: no product was returned for evaluation. Pictures were returned with the complaint report and blood was noted within the catheter in those pictures. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed based on the pictures returned with the complaint report. The root cause of the leak is undetermined.

Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was inserted using a sheath into the patient's femoral artery. The iab was not used with the fiberoptix sensor (fos) and instead used on autopilot mode arterial pressure (ap) not ECG. It is unclear if the fos connection was attempted by the user. The patient was in the intensive care unit when blood was noticed in the helium tubing. According to the user "blood was entering into the balloon and the catheter line, although no source of rupture was observed on the balloon." The md tried to remove the iab from the patient and met with resistance when the catheter got stuck in the sheath during removal. As a result the md removed the iab by force." There was no reported patient injury or complications. Medical / surgical intervention was not required, manual compression was used to manage the site. The patient outcome is listed as stable and still improving.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was inserted using a sheath into the patient's femoral artery. The iab was not used with the fiberoptix sensor (fos) and instead used on autopilot mode arterial pressure (ap) not ECG. It is unclear if the fos connection was attempted by the user. The patient was in the intensive care unit when blood was noticed in the helium tubing. According to the user "blood was entering into the balloon and the catheter line, although no source of rupture was observed on the balloon." The md tried to remove the iab from the patient and met with resistance when the catheter got stuck in the sheath during removal. As a result the md removed the iab by force." There was no reported patient injury or complications. Medical / surgical intervention was not required, manual compression was used to manage the site. The patient outcome is listed as stable and still improving.